Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient was brought to an in office check and the lead was reprogrammed to unipolar mode and the impedance measurements were down a bit but not a lot. It was noted that the trend started up since of the last summer. Calcification or tissue interface was suspected. No noise was noted and the patient is not dependent. Programming options were recommended. Currently, this rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Surgical intervention performed.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements which triggered a lead safety switch to unipolar mode. The patient was brought to an in office check and the lead was reprogrammed to unipolar mode and the impedance measurements were down a bit but not a lot. It was noted that the trend started up since of the last summer. Calcification or tissue interface was suspected. No noise was noted and the patient is not dependent. Programming options were recommended. Subsequently, a revision procedure was performed and the rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.